Event description:
A site reported a system wide loss of telemetry monitoring for 400 beds for approximately 30 minutes due to a presumed synchronization master hardware failure. A manual process was required to restore telemetry. No alternate monitoring was established during this time. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.